Event description:
The customer contact reported previously entered blood glucose values were missing from the patient record. The endotool glucose management system v7.2.1800.3 was being used to manage the patient's blood glucose level. No specific parameters were provided. On (B)(6) 2010 at 0735, the nurse started the patient on the endotool software and entered an initial blood glucose measurement of 170 mg/dl. It was reported that between 0735 and 1945, the nurse continued to enter the patient's glucose measurements into the endotool software. At 2020, it was reported that when the nurse went to enter the patient's blood glucose measurement into the endotool software, the nurse noted that the glucose measurement taken at 1945 and a previous unspecified blood glucose measurement were missing from the patient's glucose record. The nurse remembered that at 1945, a blood glucose value of 297 mg/dl was entered into the endotool software and the software recommended a bolus of 6 units of regular insulin and a drip rate of 7.1 units/hr of regular insulin. It was reported that the nursing staff continued to use the endotool software for dosing recommendations. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).